Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa ) with moderate calcification and mild tortuosity. The 5.00x40mm supera self expanding stent system (sess) was prepped per IFU and a 6fr sheath was used. The sess was advanced to the the target lesion; however, difficulty was noted when attempting to deploy the stent. After several attempts, the stent deployed, but jumped and landed in an unintended site. Due to the dissatisfaction of the location of the stent, the stent was removed deployed. There was no adverse patient effect and no clinically significant delay reported in the procedure. In the physician's opinion the diameter of the stent chosen may have been too small for the vessel diameter that was being treated. The procedure was completed using a non-abbott stent. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The stent was deployed as reported. The system lock and deployment lock were returned in a lock position. The thumb slide was returned proximal to the system lock. The sheath was smashed proximal to the stent length marker. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported activation/deployment failure appears to be related to circumstances of the procedure as it is likely that the distal sheath was restricted or entrapped within the moderately calcified and mildly torturous anatomy causing the stent to jump and land in an unintended site during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring-like release of the stent. Additionally, the diameter of the stent chosen may have been too small for the vessel diameter that was being treated; likely contributing to the reported difficulties. Inadvertent mishandling likely resulted in the noted smashed shaft and shaft kink likely contributing to the reported deployment difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1157, 2616 - removed.

Event description:
Subsequent to initial medwatch report, the following information was received: it was reported that the stent was partially deployed in the anatomy in an unintended location; therefore, the physician removed the sess with the partially deployed stent as a single unit without issue. Outside the anatomy the stent was fully deployed. No additional information was provided.